Event description:
Same case as MDR ID 2134265-2015-03837: it was reported that pericardial effusion occurred. The patient underwent a successful left atrial appendage closure (laac) procedure using a watchman® double curve access system and 30mm watchman ® laa closure device & delivery system. After the implantation, a pericardial effusion of 2.0 cm was noticed in the transesophageal echocardiogram (tee). 8000 i.e. Of protamin was injected and the physician performed pericardial puncture. After the pericardial puncture, the pericardial effusion was aspirated successfully. The patient had stable blood pressure and electrocardiogram (ECG) readings the entire time; however, the physician moved the patient to the intensive care unit. The physician reviewed imaging and noticed there was no leakage of contrast before implantation, but a flow of contrast outside the laa was noticed after implantation. The patient is currently stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).